Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The hard disk was replaced, and the software was reconfigured. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system will intermittently fail to boot up. No patient injury was reported.